Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: eight days post carotid stenting procedure in 2006. It was reported that the patient experienced a stroke on event day, eight days after the carotid stenting procedure, requiring new hospitalization. The event was reported to have resolved two days later. No additional information was available.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Although the complaint is non-verifiable, provided information states the product is not suspected of failing to meet specifications or contributing to the event. A search of the complaint database found no prior reports for this part and lot number combination. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.